Event description:
On december 7th, the user contacted dario to report a high blood glucose (bg) reading. Due to the high reading, the user went to her doctor who instructed her to go to the hospital. The user reported a bg reading of 350 mg/dl with her dario meter compared to a bg reading of 99 mg/dl with the hospital's meter.

Manufacturer narrative:
The user contacted dario while she was still at the hospital, and therefore, did not have her dario meter with her in order to troubleshoot with dario's representative. During the phone call, it was determined that the user was using a cartridge of strips that was open since march 2022 and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips and control solution were sent to the user to further investigate this issue. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips and meter to investigate. No resolution is available.